Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On november 6, 2019, it was reported that the unit had an incomplete mesh. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4), for evaluation. Product review of the skin graft mesher on november 19, 2019 revealed that the calibration was out of specifications and the device did not produce a passing sample mesh. The roller gear and shoulder bolts were also damaged. The side plates and hinges also needed replaced. The 1.5:1 ratio cutter, serial number (B)(4), and 2:1 ratio cutter, serial number (B)(4) both produced an incomplete sample mesh and were deemed non-repairable even after the bushings, collars, and gears were replaced. Repair of the skin graft mesher was performed by zimmer biomet surgical on november 19, 2019 which included replacement of the ball detents, hinges, roller gears, shoulder bolts, spring pin, side plates, and bearings. Skin graft mesher, serial number 06464, was then tested and functioned properly. It was repaired, inspected and tested. Based on the information provided, the most likely causes of the mesher producing an incomplete mesh was either due to the use of damaged cutters or the unit being out of calibration. It is unknown with the information provided which failure was ultimately causing the reported event so the root cause cannot be determined. The unit was noted to be functioning as intended however after the ball detents, hinges, roller gears, shoulder bolts, spring pin, side plates, and bearings were replaced. The zimmer skin graft mesher instruction manual does note on page 1 that a damaged cutter may result in a less than optimal mesh pattern and cause further damage to the mesher.

Event description:
It was reported that the unit had an incomplete mesh. No further information provided.